Manufacturer narrative:
H10: the device was received, and a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the level of the anticoagulant line. Functional testing could not be performed on the actual device due to blood contamination. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage event was determined to be related to use error. The drug used during treatment was not compatible with the petg (polyethylene terephthalate glycol) material of the luer connector at the anticoagulation line of the set. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: pediatric patient; e1: initial reporter address: (B)(6). Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) prismaflex st60 sets had a hairline crack at the luer connector which resulted in a leak. This occurred after 8-10 hrs of flolan infusion during hemodialysis treatment. The set was replaced the first time, however the second time, the infusion was discontinued and the syringe line was clamped. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.